Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the pump failed to provide the user a loss of prime warning. The reporter stated that after a cartridge and infusion set change, the pump was delivering normally and then stopped delivering with any alarm or warning. The reporter stated the pump then needed to be re-primed. There is no indication the alleged product issue caused or contributed to an adverse event.

Manufacturer narrative:
Please see the addition to the narrative; inclusion of reporting rationale.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 03-jan-2019 with the following findings: review of the black box revealed pump is not primed¿ warnings. On investigation, the pump powered on and rewind, load and prime steps were successfully completed without alarm. The force sensor was evaluated and found to be within specification. The pump was exercised for 12 hours without any issues occurring. The cartridge was removed from pump; the pump gave appropriate ¿pump is not primed¿ warning. Unable to duplicate or verify reported issue. Investigation did not duplicate the complaint.